Event description:
It was reported that a 54-year-old caucasian female who had a 560cc mentor memorygel xtra breast implant placed experienced left sided baker grade iii capsular contracture post procedure. As a result, an explant is planned for (B)(6), 2022.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Future explant date: november 15, 2022 mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: pc-001195026

Manufacturer narrative:
Additional information was received on november 29, 2022. The left sided capsular contracture was baker grade IV. In addition to the capsular contracture, the patient also experienced bilateral ptosis. See 1645337-2022-14755 for contralateral prosthesis report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on december 29, 2022. The investigation of the returned device was completed by the failure analysis lab on january 4, 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on november 3, 2022. The explant date was clarified to be (B)(6) 2022. Replacement with mentor memorygel boost breast implants was performed with explant. Manufacturer¿s reference number: (B)(4).